Event description:
It was reported the customer was experiencing high blood glucose. The customer's mother stated her daughter's blood glucose rose to 556 mg/dl. The mother treated her daughter with three units of insulin by injection. It was also found the customer had a bent cannula. Customer was assisted with changing their infusion set and reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).